Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and dso bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and functional testing performed. According to the investigation the customer's reported problem was confirmed. The investigation reports that the unit did reset to standard setting, because it was recovering from an error code 46,876 and there was only one instance in history. Service replaced the pump main pcb for improper function. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "resets itself to continuous flow on a tpn patient". No reported adverse effects.